Event description:
It was reported to vyaire medical the safety valve is open and the uim (user interface module) screen not working. Currently, patient involvement is unknown.

Manufacturer narrative:
Vyaire medical file indentification: h3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. Currently, patient involvement is unknown. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : currently, the device has not been returned for evaluation.